Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in gastric tissue on a gastric sleeve procedure, the surgeon was able to press the green button but was not able to squeeze the handle. The device was not able to fire. Surgeon replaced the handle of the same code to resolve the issue. No patient injury.